Event description:
It was reported that the patient was feeling terrible so they went to the ER (emergency room). It was found that the right ventricular (rv) lead had high impedance, non-capture, and was suspected of a possible fracture. The lead was inactivated and a new lead was implanted on the patient¿s other side. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-45, lead, implanted: (B)(6) 2008. (B)(4).